Event description:
It was reported that channel two of the infusion pump was involved in an overdelivery of heparin. The pump ran for 2 hrs at 10 ml/hr and then was turned off for one hour for a high prothrombin time level. The pump was restarted at 8 ml/hr and ran for two hrs. The prothrombin time level was then noted to be was gone. The pump was removed from the pt. The pt was observed afterwards and no medical or surgical intervention was required.